Manufacturer narrative:
It was reported that the patient was implanted an alloclassic sl stem 4 12/14 on (B)(6) 2003. The patient was revised on (B)(6) 2015 due to loosening. The implantation date was given as (B)(6) 2003. However with the lot numbers of the components it was possible to verify the manufacturing dates. Therefore, it was more likely that the components were implanted in (B)(6) 2004 because only the insert was already manufactured in may 2003. In the per it was written that this case was not a complaint and that an investigation of the bearing surfaces and the taper connection was requested. No was trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. Devices analysis: the alloclassic stem showed almost no remains of bone attachments. In the proximal region of the anchoring surface small polished spots, lines and areas, indicating signs of loosening, could be observed. Some damage was visible around the extraction hole, probably caused by the removal instrument. Some darker spots were also visible on the neck region most likely deriving from an electro cautery tool. There was some slight damage on the stem taper in form of indentations. They probably derived from the revision surgery. The articulation surface of the metasul head showed numerous fine scratches. Close to the equator there was an area where several small spots of surface changes were visible. The taper was inconspicuous. Closer inspection revealed an area with a structure of parallel lines matching the stem taper's structure. The articulation surface was investigated under the microscope at 200-times magnification with differential interference contrast (dic). The loaded area showed scratches in different densities. The carbides, which protruded slightly in the original surface state, were leveled. In the unloaded area the carbides were still visible. The metasul alpha insert showed damage such as slight scratches and indentations from the revision surgery. Two areas with some layer delamination were visible. A smaller one was located right at the inner edge of the polyethylene liner. The larger one was combined with damage due to the removal of the insert out of the shell. On the articulation surface numerous fine scratches could be seen. On and close to the metasul inlay's bevel small isolated spots of surface changes could also be. Some areas of the insert's backside appeared slightly yellowish. Within the yellowish discolored area the contours of the screw holes were clearly visible. Backside changes could be observed in the area around the contours of the screw holes and partially in the pole region. In the other areas the machining marks were still visible. The indentations from the fixation spikes on the shell and an intact pole plug could be observed indicating a proper fixation of the insert in the shell. The appearance of the spots of surface changes observed on the head and the insert were similar. Due to the space limitation with the optical microscope only the spots on the head were investigated further. The investigation with an optical microscope showed discolored regions, circular crater-like features and areas with small pits. The same area was also investigated with a scanning electron microscope. The imaging did not reveal any further finding. A wear measurement was carried out on a 3d measuring machine type cmm5, sip (B)(4). It was not possible to find a clear wear zone neither for the insert nor for the head. However, the measured diameters were still within the manufacturing tolerances. The wear map for the head indicated a possible wear zone over and around the pole. Due to the limitation of the method presuming a loaded and an unloaded meridian half of the head wear value could not be determined. According to the received information, the implants were revised after approximately 11 years in vivo due to loosening of the stem. Based on the appearance of the stem the loosening could be confirmed. The tapers of stem and head were inconspicuous. It was not possible to determine a clear wear zone for neither the head nor the insert but the appearance of the articulation surfaces of the metasul pairing did not point to abnormal wear behavior, e. G. Rim loading. Small spots of surface changes were found on the articulating surfaces of the metasul head and on the metasul insert. The spots were located in regions that were not engaged in bearing interactions with the opposing surface. Further investigation of the observed spots on the head showed discolored region, circular crater-like features and areas with small pits. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer received the device, investigation is ongoing. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Investigation ongoing.

Event description:
It was reported that the patient was implanted an alloclassic sl stem 4 12/14 on an unknown date. The patient was revised in (B)(6) 2015 (after approximately 12 years from implant date) due to loosening. Since the exact revision date was not reported, it will be entered as the first day of the month reported ((B)(6) 2015).